Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va09hds, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 24-may-2017, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the implant and the lead were removed the day before the report because the patient was having more and more issues with the stimulator, and she has a neurological disorder that naturally was progressing and gradually over time, the device worked less and less for her. The patient had tried all programs and turned that stimulation as high as it would go on each program but it still didn't make a difference. The patient got the device removed and has been on boot for several months, which has been working phenomenally, according to the patient. There were no further complications or anticipations reported with this event.